Event description:
It was reported that the subject device had a defective water supply. The issue was found during a diagnostic colonoscopy procedure, which was completed with the same device, without reports of patient harm and no delay.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to the regional service center for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the customer allegation was caused by a component failure of the pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.